Manufacturer narrative:
The product analysis indicates the reported issue could not be reproduced. There was no fault found with the mainframe. The mainframe was successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that "the device was not stimulating, needs to be reset every time". There was no patient injury.